Event description:
On (B)(6), 2010, the lay user/patient's son contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter displays an apply sample message. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call to the reporter on (B)(6), 2010. It is not known when the alleged issue first began; according to the reporter, the patient has not been able to obtain a reading with the subject meter since purchasing it (date unknown). Per the patient's son, the patient was testing every two weeks at the pharmacy with the pharmacy's meter and was not taking any medication (either oral or insulin) to manage his diabetes. On (B)(6), 2010 at 10:30pm, the reporter claimed he arrived home and saw that the patient was experiencing cold sweats; however, it is not known what the patient's last blood glucose result was (with the pharmacy's meter) prior to the onset of his symptom. The reporter attempted to test the patient with the subject meter at that time, however, was unable to obtain a reading as a result of the alleged issue. The patient's son reported that within ½ hour of attempting to test with the subject meter he was taken to the hospital (11pm). The patient obtained a blood glucose reading of "44 mg/dl" with the hospital's meter and was administered IV glucose 20 minutes later. According to the reporter, after receiving treatment the patient's blood glucose normalized. The reporter indicated the patient passed away, for reasons unknown, on (B)(6), 2010. At the time of troubleshooting, the csr confirmed that the patient was using the correct vial of test strips. The reporter was unable to describe the patient's blood glucose testing technique; however, the csr educated the reporter on the proper testing technique (per owner's booklet) and the alleged issue was resolved. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient was treated for severe hypoglycemia by an hcp after the alleged issue began. However, there is no evidence that the patient's death was a result of the alleged issue, since the patient was still in the care of the hospital and his death occurred more than a week after successful treatment of the hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/24/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.